Event description:
The customer reported a twenty cubic centimeter fluid leak from under the coulter ac t diff analyzer and that the white and red blood cell baths were overflowing. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves and a laboratory coat. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. 6. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer cleaned the baths, cover and hemoglobin photometer assembly. The fse bleached the count chamber and white blood cell bath and replaced the tubing on drain pump and the tubing through the rear of vl13. The fse also repositioned specific tubing. Upon completion of the necessary repairs, the instrument was returned back into operation. The failure mode of this event is incorrect tubing position and the need to replace specific tubing. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).